Manufacturer narrative:
Concomitant medical products: 5076 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had out of range (oor) regarding the r waves. As well, the patient's right atrial (ra) lead had high p wave values. No intervention was completed on the leads. Both leads remain in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.